Event description:
The pt suffered femoral distal fracture (feb. 2003). Pt received a gamma long nail in 2003. The implant appeared well stabilized with bone callus. In october 2003, the pt experienced a sudden pain and difficulty walking. Eight months later the gamma nail was removed and replaced by another long nail.